Event description:
Patient reports pump stopped with 10ml remaining. Serial number and maintenance due date: unknown. Product fault occur while in use with patient. Product issue did not cause or contribute to patient or clinical injury. Device is being replaced and device associated with event is available for return. Patient manually pushed. No other information known. Reported to (B)(6) by: patient/caregiver.